Event description:
(B)(6) 2018 I purchased through my health insurance with an approx (B)(6) copay a medtronic minimed 670g insulin pump. While received, it took several weeks before myself and the rep could coordinate schedules for training (occurred end of (B)(6)). In (B)(6) I had contacted my local rep with several issue (e.g., injection site irritation from needle, the site being site sore, and errors in the infusion sets ending almost a day before they were due). In my experience in the past and present, phone calls to medtronic average a 10-25 mins wait time before you even speak to a rep and from beginning to end, approx 1-1.5 hours. When this said, I have always been very reluctant to call in unless I absolutely had to. In mid to late (B)(6), approx 2-3 weeks after use, I had already reported to my rep several concerns (e.g., the infusion sets were causing lipohypertrophy (the cause of a lump under the skin at the insulin injection sites, sometimes painful and in my case was very). I still persisted to want to use my pump onto to notice on my next change of site/infusion set there was bleeding from my site, or so I thought. It was actually a reaction to the adhesive from the infusion sets and the reinforcement adhesive to keep the set in place. Because it was so painful, I carefully tried to remove only to pull up my skin with the adhesive, causing approx 1 3 inch skin removal site to my abdomen. I contacted my rep who directed me to call the company where a change in infusion sets and various reinforcement adhesives were sent out for me to try. At this point I am so frustrated because I want the success of using my pump, but I am feeling like I am having so many problems (I have painful bumps under my skin and the adhesives from 3 sites have caused about a 3 sites of missing skin). As a diabetic, I was gravely concerned for infection and as a health care worker in the ER who has seen complications behind infections and diabetics, I was even more frightened. Upon receipt of the alternative adhesives (some being for sensitive skin), I tried two different ones. They both pulled my skin up causing even more trauma to my abdomen and my arm where I was trying to alternate sites. Not once did their company reach out to see if the pt was okay, were there any further complications, or a need to change anything else (pure negligence). I then sent an email to my endocrinologist and the rep with no response. I then reached by either phone or text (do not recall) to the rep, with no response. Needless to say I stopped using the pump and went back to injections. I had my primary care doctor order because I was waiting for my next appt with my endocrinologist. I made an appt with my endocrinologist for the first available, which was not scheduled until (B)(6) 2018. I share my concerns with the endocrinologist at my appt and showed pictures of my scarring and was advised not to return to using the pump. My sincere attempt to use the device caused me bodily injury and even after speaking with them today, I was asked to continue with the product despite being advised by my health care provider not to use this product. I believe their actions or lack thereof are negligent and possibly even fraudulent. This equipment caused bodily injury and rather accept its return they would rather have me figure out a way to keep it and use it. Infection for the average person is serious but for someone with a compromised immune system, this can be fatal. Their rep are ill-prepared to deal with pts from a health perspective are versed on barely the product and have no consideration to the risks they are asking of their pts, often with multiple co-morbidities, or more at risk then hyper or hypoglycemia. For the rep to ask me to consider to keep using device that is compromising my health is pure negligence. I have pictures of the multiple sites of where the adhesive tore my skin off. It took several months for the lipohypertrophy to resolve and for the skin to heal (which both were very painful). I developed an lymphatic infection shortly after where I was treated with augmentin.